Manufacturer narrative:
(B)(4). MFR report number 9610877-2020-00105 is being submitted for case1: model:ec-3890li_sn: (B)(4). MFR report number 9610877-2020-00106 is being submitted for case2: model:ec-3890li_sn: (B)(4).

Event description:
The user facility returned two pentax medical customer feedback survey forms via fax to pentax medical on 18-oct-2020 documenting andorate disposable valves not returning appropriately resulting in continuous suction. The user responded to a good faith effort request on 15-jul-2020, providing the pentax medical model and serial numbers used during the two procedures. No serious injury or death of a patient or user was reported and in both cases the patients were not to be recalled and noted the patient condition as fine. The patient demographics were requested but not provided by the user facility. The andorate disposable valve model and serial numbers were not provided and remain unknown. Case1: model:ec-3890li_sn: (B)(4), case2: model:ec-3890li_sn: (B)(4). The colonoscope was not returned to pentax medical for evaluation for the reported event. Model ec-3890li, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service on (B)(6) 2008. Investigation is in-process.

Manufacturer narrative:
Evaluation summary: due to the performance deterioration of valve made by andorate, the suction valve is pushed and does not return to the neutral position even if the hand is released. Pentax has conducted removal from the market in accordance with cfr806.20. Correction information. D9: device for evalustion. G6: follow up #1. H2: type of follow up. H3: device evaluated. H6: coding changed based on the investigation result. Additional information h4: device manufacture date. H7: remedial action.